Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to the manufacturer.

Event description:
On 19th july, 2019 getinge became aware about an issue with one of the washer disinfector- cm320-4. As it was stated, the rollers on unloading side of the unit has not stopped to spinning leading to washer racks falling off the end of the washer. There was no injury reported, however it was decided to report this issue based on the potential as any rack falling off the device might led to adverse event.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issu is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that this is the 2nd customer product complaint registered in the getinge complaint handling systems for issues where the rack fell off the end of the washer. In no previous case a serious injury or worse occurred and all were reported based on the potential. When the event occurred, the device did not meet its specification and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. During the investigation course, we were able to establish that the cart fell down due to the transport rollers didn¿t stop after the cart reached the end of the unloader. The rollers failure was caused by the sensor malfunction, connected with the electrical problem. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).